Manufacturer narrative:
This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation was due to a rupture. Device evaluation: a visual and microscopic analysis was performed which identified: broken sharp and missing shell (0-25%). A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is: a sharp broken on posterior due to an unidentified (tear) opening; missing shell due to inconclusive. This is a known potential adverse event addressed in the product labeling.

Event description:
Explanting surgeon reported a right side device rupture. The device was explanted.